Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse spoke with the customer on the phone and requested her to use canned air to clear the sensor of any dust. Then fse requested the customer to try the tip attach and detach test. Test passed with no error and now the instrument is running normal. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found no other complaint with similar event. The most probable cause for this event is dust on the sensor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2062 tip removal error and error 4153c.trans-z home overrun. The errors started to occurr intermittently. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.